Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. All tines were intact and undamaged. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was unable to be implanted. The ra lead was replaced and the procedure continued with the new lead on 12 jul 2024. The patient was stable throughout.